Event description:
The fibula plate was implanted on (B)(6) 2014. On (B)(6) 2014, the plate broke when the patient walked. The broken plate and the screws were explanted on (B)(6)2014.

Manufacturer narrative:
Additional mdrs associated with this event: MDR #3025141-2015-00001: plate, 3025141-2015-00002: screw 1, 3025141-2015-00003: screw 2, 3025141-2015-00004: screw 3, 3025141-2015-00005: screw 4, 3025141-2015-00007: screw 6.